Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a balloon rupture occurred. A 2.75 mm x 30 mm agent dcb was selected for treatment of the target lesion. During the procedure, the balloon ruptured. The procedure was successfully completed with another same device and there were no patient complications.